Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause could not be determined. The reported event of a signal loss is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.